Event description:
The user facility reported that while removing the winged infusion set, the needle separated from the hub & remained in the patient¿s arm at the infusion needle entry site. Additional communication with the user facility confirmed the following: (1) the detached needle was able to be immediately removed from the patient by the physician; (2) the physician applied a topical antibiotic on the puncture site; and (3) there was no harm to the patient.

Manufacturer narrative:
The reported product code is only distributed outside of the us. However, a similar product is distributed in the us, which is why this medwatch report is being submitted. The 510k number provided in this report is for the similar product that is cleared for distribution in the us. The was no reported injury to the patient, there was no reported medical or surgical intervention required to prevent a serious injury, and there have been no previous similar reports that resulted in a serious injury. However, it was decided to report this event as a precautionary measure. The involved device was not returned for evaluation, which limits the failure investigation. Evaluation of retained samples is in-progress, but the results are not yet available. A review of the device history records indicated that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been previously reported. Although the cause for the reported separation of the needle cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow up. A follow-up report will be submitted after the evaluation of retained samples has been completed. (B)(4).

Manufacturer narrative:
Results - the involved device was not returned by the user facility. Therefore, the failure investigation was limited to the evaluation of unused, retained samples of the reported product code and lot number. Conclusions - is based on the evaluation of a retained samples from the reported product code and lot number. Visual examination of reserve samples from the reported lot found no evidence of any abnormalities or defects. In addition, physical testing of the reserve samples confirmed that performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. Although the cause for the reported separation of the needle cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. All available information has been placed on file at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681413-2013-00001 to provide new / updated information obtained from the evaluation of unused, retained samples of the reported product code and lot number.